Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4255 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a small hole in the attachment of the catheter that led to leakage. Detected when flushing. Removes the catheter/piccline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be due to material fatigue. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation showed use residues along the returned device, and nothing remarkable was noticed during the initial visual observation. A tactile evaluation of the device revealed some tensile weakness along the proximal end of the catheter corresponding with material fatigue. A functional test of pressurizing water into the luer using a 12 ml syringe revealed a leak at the proximal end of the catheter where it meets with the molded suture joint. During the functional test, the device was originally fully occluded, but pressurization of the device removed the blood product occlusion. A microscopic observation revealed a split where the catheter and the molded joint interact. The split appeared to have a granular fracture surface and sharp fracture edges. The split was circumferentially aligned. The complaint of a leaking catheter was confirmed. A failure at the proximal end of the catheter and the molded joint is likely due to material failure related to tensile stresses applied to the catheter. Applied tensile stresses can cause failure in the material of the catheter, resulting in the leaking catheter near the molded joint.

Event description:
It was reported a small hole in the attachment of the catheter that led to leakage. Detected when flushing. Removes the catheter/piccline.